Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter were received for evaluation. Gross visual, microscopic, tactile and functional evaluations has been performed. A partial compound break was noted approximately 8.0cm from the distal end of the cath-lock. The edges of the partial compound break were noted to be uneven. The surface was noted to be rounded in one region and partially jagged in another region. Kinks were noted throughout the attached catheter. Upon infusion, a leak was observed exiting the partial compound break in the catheter. Therefore, the investigation has been confirmed for the reported leak and the identified fracture, wear and deformation issues. The investigation remains inconclusive for the reported suction issue as the exact circumstances at the time of event is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, blood return allegedly could not be confirmed and therefore, administration of medicine through the port was stopped. It was further reported that when blood sampling was attempted to be performed through the port, it was allegedly found something like blood residue. Furthermore, the patient complained of pain during infusion of saline solution. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that some time post a port placement, blood return allegedly could not be confirmed and therefore, administration of medicine through the port was stopped. It was further reported that when blood sampling was attempted to be performed through the port, it was allegedly found something like blood residue. Furthermore, the patient complained of pain during infusion of saline solution. Reportedly, the port system was removed. There was no reported patient injury.